Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer, there were no samples available for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Without such evidence, the results are inconclusive and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible.

Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
New PICC placed and dressed. Heparin infusing @ 1ml/hr kept beeping occluded. Drsg removed by lip and flush attempted, line fell out of hub into bed during flush¿.